Event description:
As reported in the legal brief, the patient underwent placement of a trapease vena cava filter. Approximately nine years post placement, the patient underwent an updated CT scan which revealed that the filter had subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to approximately four struts of the filter were significantly perforating the ivc. As a direct and proximate result of these malfunctions, the patient suffered and continues to suffer life-threatening injuries and damages, which required and will continue to require extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. The following additional information received per the patient profile form (ppf) indicates the filter was implanted due to deep vein thrombosis despite anticoagulation. The patient is reported to have experienced clotting, occlusion of the inferior vena cava, and is reported to continue to experience anxiety related to the device. According to the information received in the discovery form, the patient reports 4 prong perforation, with bent posterolateral strut.

Manufacturer narrative:
Additional information was provided and is available in: section b4 (event description), section g4 (date received by the manufacturer), section h6 (evaluation codes), 2984 - material twisted / bent. Complaint conclusion: as reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. Approximately nine years post placement, a CT scan revealed that the filter had subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to approximately four struts of the filter were significantly perforating the ivc with a bent posterolateral strut. Per the patient profile form (ppf), the filter was implanted due to deep vein thrombosis despite anticoagulation. The patient reports clotting, occlusion of the inferior vena cava, and anxiety. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Altered shape, e.g. Kink/bent, of the device is a known potential event associated with use of the ivc filters, the ivc is a dynamic vessel subject to ongoing physical stressed and this and impact the shape of the filter struts over time. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days of receipt.

Manufacturer narrative:
The following additional information received per the medical records indicates the filter was implanted due to deep vein thrombosis. The patient profile form (ppf) indicates the patient has experienced clotting, occlusion of the inferior vena cava and is reported to continue to experience anxiety related to the device. It was reported that a patient underwent placement of a trapease vena cava filter. Approximately nine years post placement, the patient underwent an updated CT scan which revealed that the filter had subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to approximately four struts of the filter were significantly perforating the inferior vena cava (ivc). The patient became aware of these issues approximately nine and a half years after the device implant however; the mechanism for identifying the issues and the manner in which they were communicated to the patient have not been provided. The patient is also reported to have experienced clotting, occlusion of the inferior vena cava, and is experiencing anxiety related to the device. The indication for the device implant was deep vein thrombosis despite anticoagulant therapy. The device was implanted via the right femoral vein and positioned at the level of l2. There was no evidence of mega cava or vena cava anomalies at the time of placement. The patient¿s medical history has not been provided. There is currently no additional information available. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, clotting and thrombosis within the filter do not represent a device malfunction. Without the procedural films or post implant imaging available for review the reported perforation could not be confirmed. Additionally, without post implant films for review the report of clotting, occlusion, and blood clots could not be confirmed and a cause be determined. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Medical device: the expiration date is august 2008. Operator of device.

Manufacturer narrative:
As reported by the legal brief, the patient underwent placement of defendants' trapease vena cava filter. Approximately nine years post placement, the patient underwent an updated CT scan which revealed that the filter had subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to approximately four struts of the filter were significantly perforating the ivc. As a direct and proximate result of these malfunctions, the patient suffered and continues to suffer life-threatening injuries and damages, which required and will continue to require extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The brief reported perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Endothelialization, remodeling/restructuring of the vessel wall following device implantation, is the body¿s natural response and has been shown to occur in as short a period as 12 days. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of defendants' trapease vena cava filter. Approximately nine years post placement, the patient underwent an updated CT scan which revealed that the filter had subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to approximately four struts of the filter were significantly perforating the ivc. As a direct and proximate result of these malfunctions, the patient suffered and continues to suffer life-threatening injuries and damages, which required and will continue to require extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.